Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a rectocele repair procedure, the tip of the needle broke after one pass through the tissue. No patient injury. A new suture was used to resolve the issue. Patient status is alive, no injury.